Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a meter error (bg>15 min old) issue. The reporter stated that the bg readings taken from the meter were not accurately recorded in the bg log within fifteen minutes of the reading. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a meter issue.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.